Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital with symptoms of presyncope, electrogram strips revealed the patient experienced complete heart block and no ventricular pacing due to oversensing. Noise could not reproduced by performing isometrics, arm movements and manipulations. The base rate was decreased. The patient condition was stable now. The patient will be monitored with routine follow-up.